Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they believe the device is not administering the correct amount of bolus they should be receiving. The customer was advised they would be receiving replacement pump. The customer's blood glucose level was 285mg/dl.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioned properly per bolus wizard. The insulin pump was received with cracked case at display window corners.